Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2018, to assess the testing instrument in question, and the fse determined that the instrument was operating as expected. The fse also collected instrument software test well image data for immucor technical support to assess, which showed the test well images to be consistent with the overall instrument output.

Event description:
On (B)(6) 2018, a customer site reported an unexpected abo mistype by galileo instrument method, when tested on (B)(6) 2018.